Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons missing) was confirmed. Upon investigation the front response button was missing. The root cause of the missing response button could not be positively identified but was likely physical abuse. No adverse event resulted from the missing response button. The pt received a replacement monitor.

Event description:
A zoll pt service representative (psr) called zoll customer support to report that the response button was missing from a (B)(6) old female pt's monitor. The pt was issued a replacement monitor.